Manufacturer narrative:
An instrument service history review revealed no additional erratic or discrepant patient results reported for serial (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not reveal any trends for the architect c16000 processing module. The calculated erratic rates for the architect c4000, c8000 and the c16000 systems were all below the upper control limit. Additionally, labeling was reviewed and found to be adequate. The architect system operations manual addresses operational precautions and limitations, troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of depressed concentration and erratic sample results. The architect ict (na+, k+, cl-) sample diluent reagent package insert adequately addresses sample preparation and handling and provides conditions which may cause erroneous results. Based on the investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
Patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed potassium results generated on the architect c16000 instrument for one patient. On (B)(6) 2021, sid (B)(6) generated an initial potassium (k) result of 2.18 mmol/l, repeated on another instrument 4.5 / 4.5 mmol/l (customer normal reference range 3.5 mmol/l to 5.1 mmol/l). No impact to patient management was reported.